Event description:
Further follow up noted an x-ray was taken with no visible damage to the lead. The entire system was changed out for a MRI compatible system.

Event description:
It was reported the patient was having a lead revision the day of this report due to high impedances. The reporter stated they did not know when the high impedances started. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID 3708240, serial # (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2013, product type extension; product ID 377660, lot # v008104, implanted: (B)(6) 2007, explanted: (B)(6) 2013, product type lead; product ID 3487a-33, lot # v023483, implanted: (B)(6) 2007, explanted: (B)(6) 2013, product type lead; product ID 3487a-33, lot # j0519411v, implanted: (B)(6) 2007, explanted: (B)(6) 2013, product type lead; product ID 97714, serial # (B)(4), implanted: (B)(6) 2013, product type implantable neurostimulator; product ID 977a260, serial # (B)(4), implanted: (B)(6) 2013, product type lead; product ID 977a260, serial # (B)(4), implanted: (B)(6) 2013, product type lead; product ID 97740, serial # (B)(4), implanted: (B)(6) 2013, product type programmer, patient. (B)(4).

Manufacturer narrative:
Concomitant products: product ID: 3708240, serial# (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2013, product type: extension. Product ID: 377660, lot# v008104, implanted: (B)(6) 2007, explanted: (B)(6) 2013, product type: lead. Product ID: 3487a-33, lot# v023483, implanted: (B)(6) 2007, explanted: (B)(6) 2013, product type: lead. Product ID: 3487a-33, lot# j0519411v, implanted: (B)(6) 2007, explanted: (B)(6) 2013, product type: lead. Product ID: 97714, serial# (B)(4), implanted: (B)(6) 2013, product type: implantable neurostimulator. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 97740, serial# (B)(4), implanted: (B)(6) 2013, product type: programmer, patient.

Event description:
Additional information received reported the patient had a revision surgery on (B)(6) 2013. The cause of the high impedances was unknown. Healthcare professional assumed high impedances resolved. The patient was getting better coverage and had experienced an improvement in pain since the revision surgery.